Event description:
It was reported that the device continuously over heats. No patient injury reported.

Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in poor condition due to fluid ingression and h-31b air detector door missing. The technician filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The technician powered on device and water leaking. Removed back panel for further investigations. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported reason. The root cause of the reported issue was found to be a cracked in the return tube caused by the design. The technician replaced return tube and main printed circuit board (pcb). A corrective and preventative action has been opened to address the reported issue.